Manufacturer narrative:
The 2.8mm q-fix all suture anchor device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, "during knee & femur procedure, the anchor was not able to be deployed." A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection of the q-fix all suture anchor 2.8mm shows a deployed instrument. The visual inspection shows no manufacturing abnormalities of the device. There was suture anchor left in the device. The instrument came with sutures attached. The dial is fixed and could not be turned. The drill/drill guide and disposable kit were returned with the instrument. The device is a single use and could not be fully functional tested. The knob is fixed and could not be rotated. The complaint was not verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive force. (2) misalignment of inserter and implant during and after insertion (3) bone hole size. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during knee & femur procedure, the anchor was not able to be deployed. The procedure was successfully completed without significant delay using a back-up device; an additional bone hole was required. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.